Event description:
In the article "antibiotic prophylaxis for distal interphalangeal joint arthrodesis" by vohra et al., a retrospective chart review of all dip arthrodesis procedures was performed. All screws used in these procedures were either acutrak 2 headless compression screws by acumed or screws made by another manufacturer. Groups consisted of patient who received antibiotic prophylaxis and those who did not receive antibiotic prophylaxis for their dip arthrodesis procedures. All the procedures were performed in an operating room with full sterility. It was reported five patients in the group who did not receive antibiotics prophylactically later went on to develop an infection postoperatively, with four of these infections requiring subsequent screw removal, and one patient developed a superficial infection that only required a course of oral antibiotics for treatment. Follow up was conducted with the author of this article. On 20 march 2023, information received from the author indicated that of the five (5) reported patients that developed an infection, three (3) of the five (5) patients had an acumed screw used in their procedures. Additionally, of these three (3) patients with the acumed screws, 2 required explant/removal and one patient developed a superficial infection that only required a courseof oral antibiotics for treatment. Device information is unknown. Report 2 of 3.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information available, the root cause could not be determined. Related reports: 3025141-2023-00106 and 3025141-2023-00108.